Event description:
It was reported by dealer that the drive select knob will not stay in place on the tdxsp-cg power chair. The dealer states that the set screws keep backing off. The dealer has no further information to provide.